Event description:
A dreamstation CPAP device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. During the evaluation of the device, the service technician observed visible foam particles. Additionally, error code e020 (err_motor_spinup_flux_low) was present, and the device was scrapped.

Manufacturer narrative:
The previously submitted report has recall number mentioned incorrectly, in this report, section h "recall (z) number" has been corrected/updated.